Event description:
It was reported patient underwent a reverse shoulder hemiarthroplasty on (B)(6) 2014. During the procedure the versadial head impactor split down the middle. A piece of the instrument fell into the patient's wound site and was retrieved. An alternative impactor was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.